Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they found that there was a lot of moisture (beyond due to condensation level) inside the pilot balloon. The customer reported there was no patient harm.